Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge intermittently displayed multiple inaccurate fill estimates. Reportedly, the cartridges were filled with 280 units of insulin. Blood glucose level was 150 mg/dl. During troubleshooting with tandem technical support, a new cartridge was loaded and the pump displayed an additional inaccurate fill estimate. Reportedly, the customer had a humalog pen available as alternate insulin therapy.